Event description:
It was reported that the sheath on fenestrated forceps was damaged by and/or when used in conjunction with a reduction sleeve and trocars. The damage the forceps incurred caused the sheath to peel off in such a way that it produced device fragments. As a result, the originally intended coelioscopy had to deviate from its course and turned into a laparotomy. As this additional procedure was required to retrieve the fragments from inside of the patient¿s abdomen. There was no report of permanent impact or injury to the patient as a result of this event.

Manufacturer narrative:
Concomitant: (1) 120mm stop cork trocar dia 10mm (cev112i); lot: 130801; quantity 2; manufactured: august 2013; returned to medtronic: february 25, 2014; 510k: k993653; product code: het (2) 80mm stop cork trocar dia 10mm (cev110i); lot: 130801; quantity 1; manufactured: august 2013; returned to medtronic: february 25, 2014; 510k: k993653; product code: het (3) 80mm stop cork trocar dia 10mm (cev110i); lot: 130901; quantity 3; manufactured: september 2013; returned to medtronic: february 25, 2014; 510k: k993653; product code: het (4) 10mm reduction sleeve dia 5mm (cev155); lot: 130702; quantity 3; manufactured: july 2013; returned to medtronic: february 25, 2014; 510k: k993653; product code: het. (B)(4).